Event description:
It was reported that a code 1004 was triggered during a shock delivery, due to a short circuit condition on the right ventricular (rv) lead. This results from a low shocking lead impedance (less than 12.5 ohms), during shock delivery. As a result, this implantable cardioverter defibrillator (ICD) was removed. A new rv lead was attempted to be added, but a new lead could not be placed, due to the anatomy of the patient's heart. The old rv lead was connected to a new device and a 3 joule (j) shock gave 35 ohms in the triad configuration. Then a 41 j shock was delivered, resulting in code 1004 on the new device. The rv lead was abandoned surgically, and the new device was not implanted. No additional adverse patient effects were reported. This report will be updated, should additional information be received. Additional information was reported that this product was returned and a device evaluation was completed.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted no anomalies. Review of the stored memory confirmed one shorted lead indicator was recorded by the device on (B)(6) 2020, followed by a charge time exceeded indicator, shortly after. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a code 1004 was triggered during a shock delivery, due to a short circuit condition on the right ventricular (rv) lead. This results from a low shocking lead impedance (less than 12.5 ohms), during shock delivery. As a result, this implantable cardioverter defibrillator (ICD) was removed. A new rv lead was attempted to be added, but a new lead could not be placed, due to the anatomy of the patient's heart. The old rv lead was connected to a new device and a 3 joule (j) shock gave 35 ohms in the triad configuration. Then a 41 j shock was delivered, resulting in code 1004 on the new device. The rv lead was abandoned surgically, and the new device was not implanted. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.